Event description:
Tampon is in applicator upside down, therefore the cord is the wrong way around [device physical property issue]. Case narrative: consumer reported via e-mail that the tampons were packaged upside down in the applicator. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.